Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the pump was plugged into a power source to charge, battery gauge was fluctuating and multiple power source alerts were received. Multiple charging supplies were used. Customer reverted to using an alternate pump for insulin therapy. There was no reported impact to the customer¿s blood glucose. Tandem clinical diabetes discussed the event with the customer and after the customer turned the pump back on, the reported issue was resolved. Customer continued pump therapy.